Event description:
Additional information was received from a company representative (rep) indicated the doctor did a dye study, but the rep was not told and was not present. The cause of the issue/volume discrepancy was not yet determined. It was further reported the rep spoke to the doctor and explained that all indications (most importantly the logs) did not point to a pump problem rather to a catheter problem. It was noted the doctor was now open to changing the catheter. The event was not yet resolved. It was further reported the pump was still implanted and they were looking at replacing the catheter in the next 2-3 weeks as of the date of this report. The rep did not have any more information and no further complications were reported.

Manufacturer narrative:
Continuation of d11: product ID 8780 ; serial# (B)(6); implanted: (B)(6) 2013; product type: catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 20-aug-2015, UDI#: (B)(4).medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d11: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2013 explanted: (B)(6)2020 product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a company representative who reported that the pump and catheter were replaced today because the physician believed the pump was occluded and clogged. The pump logs were read and showed no abnormalities. It was noted that the patient had reported that the pump was not helping him like it used to and because of the successful dye study the physician thought it must be the pump. At the time of the report, the pump was delivering morphine (5 mg/ml at 0.480 mg/day).

Event description:
Additional information was received from the device manufacturer representative indicated that the device was discarded of.

Manufacturer narrative:
Continuation of d11: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2013, explanted: (B)(6) 2020, product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) via the manufacturer's representative (rep) on 2020-jun-12. It was reported that this issue first began 2 weeks prior when the patient started to feel that their pump wasn't working. The rep confirmed that they checked the pump logs and no anomalies were found. The hcp was reportedly convinced that the pump had stalled and that is why they saw a volume discrepancy. The rep was follow-up with the hcp and see what they can do since the hcp wanted to replace the full system, but the rep was not able to get the hcp a pump due to the pump shortage. It was noted that the patient's pump contained 10 mg/ml of morphine delivered at 1.5 mg/day and the patient also had a personal therapy management programmer (ptm) programmed.

Event description:
On (B)(6)2020, additional information was received from the manufacturer representative (rep). Additional information reported that the diagnostics/troubleshooting that occurred was a dye study that the rep was not invited to. The hcp claimed the catheter was okay, but it was not consistent with the facts. The cause of the issue has not been determined, but "all current information leads to a catheter issue". The rep stated that they considered a new pump, but were unable to acquire one at this time. The hcp and patient want to move forward with a new pump and they were told that if this was their decision, they would have to wait until september. Both the physician and patient were willing to do that. The issue has not been resolved. The pump has been reduced to minimum rate on(B)(6) 2020 and they would attempt a system replacement after september.

Manufacturer narrative:
Concomitant medical products: product ID 8780 serial# (B)(6) implanted:(B)(6) 2013 explanted: product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient who was receiving an unknown drug of unknown concentration at an unknown dose rate via an implantable pump for non-malignant pain. It was reported that physician asked for a new pump for this patient because they had a volume discrepancy at refill (date unknown) where they were expecting 10 ml and got back 19. The hcp had performed a dye study and got dye to go through the catheter, so they believed there was a problem with the pump. Checking the pump logs and performing further catheter diagnostics before they attempt to replace pump was being considered. No patient symptom was reported. No further patient complications have been reported as a result of this event.